Event description:
It was reported that this rv lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. It was noted noise and oversensing also occurred. Technical services (ts) recommended evaluating the lead. Subsequently, a revision procedure occurred on (B)(6) 2019 and the rv lead was surgically abandoned and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).